Event description:
The customer received questionable glucose results for multiple patient samples. Of the data provided for two patient samples, only the results for one patient sample processed by the modular preanalytic system (mpa) were discrepant. The initial result was 725 mg/dl and was reported outside the laboratory. The physician ordered a hemoglobin a1c test for the patient which was normal so the tech repeated the glucose test on (B)(6) 2014 and the result was 93 mg/dl. The repeat result was believed to be correct. There was no adverse event. The glucose reagent lot number was 68673101 with an expiration date of 10/31/2014. The field service representative found sample probe b had dipped into gel and the alignment was off. He found the gear pump was low and sample cleaner 2 was empty. He replaced and aligned the probe, adjusted the gear pump and replaced the sample cleaner 2. He performed precision testing and the customer ran qc with all results in range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.